Event description:
In 2004 pt undewent permanent pacemaker implantation using suspected medical device and concomitant medical products. Diagnosis was sick sinus syndrome with syncope. The implantation procedure was performed without complication. In july their symptoms recurred and they fell. The ventricular lead was found to be non functioning by the pacemaker rep. A CT of the chest 3 months later showed ventricular perforation of the ventricular lead without pericardial effusion. The pt underwent surgery the following day for exploration of the pacemaker and leads. There was no significant free fluid within the pericardial well. The ventricular pacer lead had perforated the right ventricular apex. The ventricular lead was freed and a new ventricular lead was placed within the right ventricle. The atrial lead was found to be functioning properly. Postoperatively the pt did relatively well. 4 days later they were transferred from reporting facility to a rehab facility due to their diagnosis of debilitative state.